Event description:
It was reported that the catheter was inserted prior to a cat scan. The md applied contrast medium for CT diagnosis purposes through the 14 ga line of the central venous catheter (cvc). The flow rate was set to 4 ml per second which is "according to hospital protocol." The extension line ruptured. The sales representative advised the user that "the cvc is not suited and not permitted for the application of contrast media and that a special pressure resistant catheter must be used for this purpose." There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.